Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as a rash on her back and around her entire waste, red and bumpy but not open or bleeding. There was no alleged device malfunction. The patient's physician advised removal of the device due to the irritation. The patient reported that the irritation had cleared with removal of the lifevest.